Manufacturer narrative:
After further review MFR#2916837-2020-00252 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd lsrfortessa x-20 so waste leakage occurred outside of instrument. The following information was provided by the initial reporter, translated from french to english: our client had one or two incidents of a waste container (or its connections) leaking this summer. According to her, it was a problem with a waste container that had not been emptied. The problem has since been resolved by the customer: waste container emptied and connector verification. Was the leak contained within the instrument? No. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd lsrfortessa x-20 so waste leakage occurred outside of instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: our client had one or two incidents of a waste container (or its connections) leaking this summer. According to her, it was a problem with a waste container that had not been emptied. The problem has since been resolved by the customer: waste container emptied and connector verification. Was the leak contained within the instrument? No. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.